Event description:
Ventilator became inoperable. Pt. Became tachypneic, not receiving volumes on ventilator.====================== manufacturer response for ventilation monitor, siemen/390======================inspected, tested all functions. No problems found.